Manufacturer narrative:
The device evaluation is not complete. The results will be reported when the evaluation is completed.

Event description:
Device was returned due to missing middle alignment pin. This reportedly caused a free flow incident while being used on a patient. The cassette was not loaded properly due to the missing pin. The patient was a pregnant female; she is ok. Drug pitocin, set to deliver 990 ml at 3 ml/hr. After set to run in late 2007, the nurse noticed the drip chamber was free flowing and clamped tubing immediately. It had not been running long. The device was taken out of use.